Event description:
The customer stated,that she tested her blood glucose using her breeze meter and received a reading in the 200's (mg/dl). She alleged,the meter reading was not correct, which caused her to take too much insulin. A friend of the customer came by her house some time later and called an ambulance because he found her passed out. The customer was taken to the hospital. She stated that,she remained in a diabetic coma for about 16 hours. The customer's blood glucose was tested at the hospital and the reading was 16 mg/dl. When the customer called, she did not have her meter with her, so troubleshooting was not possible. Attempts made to contact the customer for meter and reagent information have not been successful. No product wil be returned at this time.

Manufacturer narrative:
The customer did not have the meter or reagent with her at the time of the call. It's not possible to determine a meter manufacture date without the serial number.